Event description:
On (B)(6) 2010, the pt was implanted with an scs system. The pt states that her system will turn off randomly. This has happened many times over the last several months. While it is off, she is not able to communicate with her ipg via the programmer. Her system will then turn back on by itself. When it turns back on, it comes on with a strong surge and then reduces to the normal stimulation level. After it turns back on, she is able to communicate with the ipg via the programmer again. The pt has not tried to communicate using the charger during a time when the stimulation was off. This problem does not appear to be position related or happen at any specific time of day. Diagnostic impedances all came back normal. The pt was reprogrammed over 6 times and all programs had the same results. The clinical specialist was never preset during a period when the stimulation was off. The doctor has decided to replace the ipg.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.